Manufacturer narrative:
. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received an FDA medwatch report # (B)(4). The event description states: "applying tr band on a patient post cardiac cath, the physician attempted to inflate the device and it failed to hold the air. Device removed from patient and another one was applied." Additional information was received on 11mar2026: the tr band was removed from the patient and another one was applied. The sheath remained in place until another tr band was applied successfully. The failure was seen in the cath lab and was noted during inflation. The device was not manipulated before use in any way, pre-use or during storage. The product was stored prior to use in the cabinet. The patient remained in stable condition and there was no patient harm. There was no blood loss.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).